Event description:
Four falsely elevated troponin results were obtained on the dimension rxl maxrh. Qc results were also out before and after the falsely elevated pts' results. The results were reported to the physician. Pt's treatment was prescribed or altered but there was no report of adverse health consequences to the pts as a result of the falsely elevated troponin result. Pt given vicodin, morphine, nitroglycerin.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument data indicate that qc was outside the range before and after the falsely elevated troponin results were generated. These pts' results should not have been reported. The reagent cartridge was replaced with an alternate lot and qc was within range and pts' samples were repeated. The instrument is performing within specs.

Event description:
Four falsely elevated troponin results were obtained on the dimension rxl maxrh. Qc results were also out before and after the falsely elevated pts' results. The results were reported to the physician. Pt's treatment was prescribed or altered but there was no report of adverse health consequences to the pts as a result of the falsely elevated troponin result. Pt admitted, given aspirin, tylenol, levenox, adivan in ER.

Event description:
Four falsely elevated troponin results were obtained on the dimension rxl maxrh. Qc results were also out before and after the falsely elevated pts' results. The results were reported to the physician. Pt's treatment was prescribed or altered but there was no report of adverse health consequences to the pts as a result of the falsely elevated troponin result. Pt admitted, sent to cath lab.